Event description:
Dispatched to a cardiac arrest with an unk downtime. Call dispatched at 0055; family last spoke to pt around 2300. Arrived on scene and found an off duty paramedic and a bystander performing CPR. Bystander was performing ventilations with a pocket mask; like the laerdal type with the hard case - did not actually see what brand the mask was. When the laryngiscope blade was inserted into the mouth for intubation, I noticed a white object covering the airway at the back of the throat. The white object covered the airway and only lifted up when compressions were done. Object was retrieved; it was later noted that the white object was the disk like filter from the inside of the CPR mask. The pt was in asystole and was not a viable case that would have survived; however, the disk coming out/off of the mask and lodging in the airway is of great concern. Dates of use: 2009. Diagnosis or reason for use: cardiac arrest.